Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was alarming no delivery. Troubleshooting was performed. The customer stated that the insulin pump alarmed even though the reservoir was not empty. Attempted to clear the alarm, but the buttons were unresponsive. The battery was removed overnight, and a new battery was inserted. The device had a frozen display. The customer went to her back up plan. No further information was provided.